Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the catheter was being placed into the pt's jugularis. When the physician inserted the guidewire through the needle, the plastic part at the punction needle broke. There was no delay in treatment, no pt death, and no pt complications were reported. The pt outcome was okay. On (B)(4) 2012 - follow up info states when the physician was advancing the wire, it was noticed that the plastic part of the cannula was broken. This did not break when advancing the wire but possibly means the cannula hub was already broken when obtained from the set.